Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that there was a bent pin in one of the power connections. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device failed visual inspection and functional testing due to a bent pin on port one (1) of the controller which caused the port to fail. Additionally, the controller serial port connector was found cracked and loose from the controller housing with the o-ring gasket displaced and the rubber cap missing. The most likely root cause of the damaged serial port and missing serial port data cap can be attributed to the handling of the device. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. These observations are not related to the reported event. The most likely root cause of the reported event can be attributed to a forced connection. The most likely root cause of the reported event can be attributed to a forced connection. Heartware has opened an internal investigation to address bent pins. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that upon inspection of the patient's equipment it was noticed that there was a bent pin in one of the power connections. Connection was unable to securely lock and recognize a power source. No damage occurred to the controller. Patient has been re-educated on making good connections, but states he was not connecting and disconnecting inappropriately. It was stated that the patient's controller was replaced and the patient was provided with a new back up controller. It was further stated that the patient tolerated the controller exchange well. No additional information available.